Manufacturer narrative:
Pending evaluation. Concomitant medical products: 4079906, 02-010-03-0320 - logic cr femoral cem, right, sz 2; 4059293, 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t; 4060076, 200-02-35 - three peg patella 35mm; 3908496, 201-46-10 - holding pin headless 3" (4 pk); unassigned, 213-49-00 - lpi collar drill; unassigned, 201-45-00 saw guide holding drill 1/8 x 5.

Event description:
It was reported that this female patient's knee was revised due to wear in 2016. Surgeon noted significant wear the previous insert and revised a 13+ to a 15 insert.

Manufacturer narrative:
Section h10: (h3) the revision reported in may have been the result of prosthesis wear and/or instability. However, the prosthesis wear and contributions from instability to the revision cannot be confirmed as the devices were not available for evaluation and no relevant clinical information was provided. Section h11: *the following sections have corrected information: (h6) component code: 734, bearings.